Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v565966, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she felt a shocking sensation. It felt like zapping. Therapy was checked and was on. It was not related to positional movements but could be related to walking through security gates at stores. When the patient walked through security gates at stores with the device on she sometimes felt zapping. This was sudden in onset. The patient noted that she never had this problem with the previous implantable neurostimulator. The patient also reported intermittent therapy and stimulation since implant. Therapy was on but they felt stimulation intermittently. This occurred even when she was not changing positions. No interventions or outcomes were reported regarding this event. Additional information received from the consumer reported that she had a loss of therapy. Impedances were taken and were normal. The patient did not experience symptoms when the device was off. The patient worked with a manufacturing representative to change programs to deal with the loss of benefit. The patient also stated that the device turned off by itself but also stated that she accidentally turned it off. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.